Event description:
Used for about 5-6 days, purchased a month ago through (B)(6). The meter itself is powering on, but not reading the test strips inserted. It worked for the first 5 days and now when the strip is inserted it gives a blank screen.